Event description:
Complainant alleged that while attempting to defibrillate a patient the device was unable to discharge via electrode pads at 120 joules. Complainant indicated that the clinician obtained another device and a new set of electrodes to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please ref medwatch report 1220908-2014-03361 for the second device.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.